Event description:
Pt underwent a left total knee replacement during june 1994 by a physician at another facility. Her pain was reported as located anteriorly, parapatellar.conservative treatment measures were tried but failed. The pt reported the pain had become progressively worse and was using the aide of crutches to ambulate. She reported the knee had "never been a very good knee" for her. A bone scan was performed prior to admission of the pt to the hospital, which revealed a "hot tibial component". The tibial component was easily removed during surgery. All total knee components were removed and replaced. A frozen section of the knee was obtained intraoperatively and reported as, "no evidence of significant acute inflammation". Cultures taken intraoperatively did not reveal presence of an infectious process.